Manufacturer narrative:
The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time; if the device is returned to the manufacturer the investigation will be reopened. H3 other text : device not returned for evaluation.

Event description:
Failure to switch on the defibrillator will prevent its use when required, potentially contributing to an adverse event. No patient involvement.

Event description:
The distributor contacted heartsine to report that their device was failing to power on. Failure to power on may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue of not being able to turn on. The device was power cycled multiple times throughout the investigation and successfully delivered a test shock. Additionally, the customer reported a fault with the device, which was confirmed. Upon receipt, the device was failing self-tests due to an rtc fault, indicating that the pad clock was failing to increment. The fault was attributed to a severely depleted bt1 coin cell, as the coin cell powers the rtc. The coin cell also powers the logic circuitry for the status leds, and no status led was observed to illuminate on receipt. This would indicate that by the time of investigation, the coin cell had further deteriorated beyond the capability of activating the status leds. The device was scrapped by heartsine and the customer was provided with a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
Failure to switch on the defibrillator will prevent its use when required, potentially contributing to an adverse event. No patient involvement.